Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2006.

Event description:
It was reported that within a few weeks of implant, both the right ventricular (rv) and atrial leads exhibited high thresholds. The pocket was opened, and both leads were tested using an analyzer, still resulting in high thresholds. The rv lead was repositioned and remains in use. The atrial lead was unable to be repositioned, and so was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.